Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s left ventricular (lv) lead had dislodged. The physician explanted the lv lead and implanted a new left bundle branch lead. The patient remained in stable condition.